Event description:
It was reported that during an ultrasound guided breast biopsy procedure, the tissue allegedly could not be removed. A coaxial was not used. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one monopty disposable core biopsy instrument was received for evaluation. During visual evaluation, the device appeared to have residue throughout the cannula and device was received in second rotational position with the arrow in the ready window. There were no visual anomalies noted on the device. Prior to functional testing, the device was able to fire without issues. Then sample was functionally tested by twisting the rotational knob once and the cannula retracted and locked into place with small resistance. The rotational knob was turned once more, and the stylet retracted with resistance. The device was not able to be fully primed as it fired on its own. Another attempt was performed, and the device would auto fire after twisting the rotational knob in the second rotational. The arrow in the ready window was not visible. The device was disassembled, and the internal parts were inspected; no damage observed. Therefore, the investigation is confirmed for both identified failure to prime and self-activation issues as the device was not able to be fully primed as it fired on its own. The investigation is inconclusive for the reported failure to obtain sample issue as the identified codes may contribute to the reported event. A definitive root cause for the alleged failure to obtain sample and identified failure to prime & self-activation issues could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.